Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro energy would not activate in order to cauterize. This account did not perform the instruction for use recommended pre-cauterization gauze test. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities on the hot and cold jaw boots. Resistance measurements were within specification. The micro switch functioned properly when tested. A pre-cautery test using the reference hemopro cable and power supply showed that steam was generated from the saline moistened gauze during several device activations. The reported complaint that "device would not activate in order to cauterize" is not confirmed. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B) (4).